Manufacturer narrative:
Per medical records, the first 29mm sapien 3 valve was found to be stenotic during a v-fib arrest during dialysis. There were no edwards device malfunctions nor procedural complications during the viv.  There was trivial pvl post deployment. Post procedure the patient developed lbbb with 1st degree avb and was referred for a permanent pacemaker (ppm) placement. A ppm was placed on post operative day 5.   Echo showed severe aortic valve stenosis.  Mean gradient of 56mm hg with thickened leaflets and reduced motion, trace aortic regurgitation and moderate/severe mitral regurgitation. Post viv echo the mean gradient was stated as reduced to 20mmhg. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion.  An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure.  Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  In this case, the cause of the prosthetic valve stenosis and regurgitation cannot be determined, however, may be related to the progression of the patient¿s pre-existing disease processes may have contributed to the event.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately three years post implant of a 29mm sapien 3 valve, the patient underwent a valve in valve (29mm sapien 3 in 29mm sapien 3) tavr procedure due to stenosis and central ai. The patient left in stable condition.